Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had an unresponsive up and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump was not working properly. The customer stated the pump alarmed button error. Customer stated the pump is ramping with no input. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.